Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implants 450cc and experienced bilateral capsular contracture baker grade unknown and rupture on the left side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 440cc, catalog number smpx440, serial number (B)(4), lot number 7719942 (l) and serial number (B)(4), lot number 7658749 (r) on (B)(6) 2019. This report is for the left side.